Event description:
It was reported that the patient had a postop hip arthroscopy for about 5 years ago and developed hematological changes.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.